Event description:
Customer reported the monitor is going blank. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and chips. System operates as intended.